Manufacturer narrative:
This report is being amended to reflect changes in sections. The device was not returned therefore its condition cannot be described. The DHR could not be reviewed as the item/lot information is not available. The device was used in treatment. The fracture occurred below the lesser trochanter approximately 12 days post-operatively after the patient fell at home. A complaint history search could not be performed without item/lot information. Compatibility of the devices could not be assessed without device identification. With the information provided, it appears that the fall was the cause of the bone fracture.

Event description:
It is reported that a patient who rec'd an apr stem experienced a periprosthetic fracture; it is unk if the patient was revised or treated with fracture management.

Manufacturer narrative:
Information was rec'd via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315004453. This report will be amended when our investigation is complete.